Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had no power when used with the foot control device and plugged into the console device was confirmed. An assessment was performed and it was determined that the device does not function when plugged into the console. During repair, the motor was found to be worn out and corroded causing it to not function. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event it was reported that during an unspecified surgical procedure of the spine it was observed that when the motor device was plugged into the foot control device the devices were not working. It was reported that there was no power. It was further observed that the foot control device was rattling. It was reported that there was a three minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.